Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and implant rupture observed at explant; ultrasound performed and results not provided. The device has been explanted with a complete capsulectomy and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to begin. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And implant rupture observed, at explant. Ultrasound performed. And results not provided. The device has been explanted with a complete capsulectomy and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) capsular contracture: unable to observe. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and implant rupture observed at explant; ultrasound performed and results not provided. The device has been explanted with a complete capsulectomy and replaced.